Manufacturer narrative:
Fowler gas rod bolt loosened causing allen screw to turn in wrong direction. Bottom bolt on the gas rod readjusted.

Event description:
It was reported by service report that the bed has no power. No pt involvement or adverse consequences are reported.